Event description:
It was reported that the patient underwent surgery for the removal of his spectra penile prosthesis, a tactra malleable prosthesis was implanted. The reason for replacement was not disclosed. There were no device issues reported. There were no reported patient complications.